Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3057. All codes apply to product ID: 3057 only medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency. It was reported that last night was haywire and the patient voided more than usual. The patient stated that he thought the leads moved. It was noted that the patient was still showing a 50% or greater improvement. There were no further symptoms or complications reported or anticipated.